Manufacturer narrative:
Method code, of the initial medwatch report should have also indicated: analysis of data provided by user/third party (4112) new information for supplemental medwatch: physio-control has made multiple attempts to contact the customer in order to confirm if the reported issue has been resolved; however, no response has been received. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not shock when using hard paddles. The customer obtained a second set of hard paddles but they were still unable to shock. Each time they were able to obtain a test ECG waveform and charge, but when they attempt to deliver the shock they received a "no energy is delivered" message. The customer advised that they were able to charge and shock successfully using a therapy cable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomedical engineer with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not shock when using hard paddles. The customer obtained a second set of hard paddles but they were still unable to shock. Each time they were able to obtain a test ECG waveform and charge, but when they attempt to deliver the shock they received a "no energy is delivered" message. The customer advised that they were able to charge and shock successfully using a therapy cable. There was no patient use associated with the reported event.